Event description:
A 26 mm diameter x 15 mm diameter x 16.6 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2000. The aneurysm neck was reported to be small and angulated with a diameter of 22-23 mm. The stent graft was placed too low during implant: therefore, the physician decided to implant an aortic cuff. During deployment, the aortic cuff caught in one of the legs of the bifurcated stent graft; therefore the physician created an aorto-uni-iliac device, and a femoral-femoral bypass was performed. It was reported that the pt did not have any follow-up visits for two years. A recent angiography revealed a migration of the stent graft and a large type I endoleak. It was reported that the pt urgently requires a carotid endarterectomy, and that implantation of two aortic cuffs will be performed at a later date. Results of the cuff implantation procedure are pending.